Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis confirmed the no output and no telemetry conditions. Further analysis revealed that the no output and no telemetry conditions were due to lifted output bondwires.